Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Keypad unresponsive/button error alarm unknown. Pump error 35 unknown. Back light anomaly unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received broken force sensor detected alarm. Customer¿s blood glucose level was 175 mg/dl. Customer reported that they had stuck button alarm and also they had blank screen. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.